Manufacturer narrative:
One device was returned for analysis. There was no evidence to review in the device's event history log. A functional test was performed and the reported issue was not duplicated. The cause of the reported issue was unknown. As a result, preventive maintenance was performed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the pump failed volume accuracy test. The infusion set used during the testing exhibited a hairline crack. Another infusion set was used, and no volume accuracy errors occurred. There was no patient involvement, no patient injury was reported.